Event description:
Product was found to be broken while using during procedure. Product was being used during case and dr (B)(6) said it was "burnt" / broken while using in pt. Case continued with new product.